Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that during priming with a prismaflex adsorba 300 kit, a carbon leakage was observed. There was no patient involvement. No additional information is available. .

Manufacturer narrative:
Additional information added to h3, h6 and h10 h10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection showed of photo two and three showed a filter with two small black particles in the header area. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.